Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with positioning the device and difficult or delayed activation (difficulty deploying the clip) appears to be related to patient conditions (suboptimal transseptal puncture/small fossa ovalis). There is no indication of a product issue with respect to manufacture, design or labeling. Seventeen (17) fluoroscopic videos were provided and assessed. The first six videos (titled "movie-0010" through "movie-0015") there is only one cds in view and no previously implanted clips present indicating the videos were taken during usage of the first reported cds; specifically, the videos appear to capture deployment and subsequent deployment troubleshooting maneuvers performed. The first video, "movie-0010", the clip is attached to the l-lock shaft of the delivery catheter (dc) and the clip appears to be in the fully closed position and grasped onto the leaflets; the video was presumably taken during deployment maneuvers but prior to detaching the clip from the l-lock shaft. In the video, the distance between the dc radiopaque (ro) tip ring and steerable sleeve soft tip is minimal, approximately 4 mm based on visual assessment with the naked eye and noticeably less than the 1 cm retraction distance as instructed in the instructions for use. This aligns with the reported incident details that "there was not enough space to retract the device 1 cm from the dc tip". The next four videos, titled "movie-0011" to "movie-0014", were taken during deployment troubleshooting maneuvers. In these videos, the dc shaft is now fully retracted such that the ro tip ring is against the sleeve soft tip and it is apparent that the clip is detached from the l-lock shaft due to the movement and off-axis orientation of the clip relative to the l-lock shaft. The clip remains in close proximity to the tines of the l-lock and there is no visible gap due to the limited retraction capability of the dc shaft. The sixth video, titled "movie-0015", shows the clip fully deployed and the dc shaft is retracted into the sgc such that the tip of the l-lock shaft is just proximal to the soft tip. This aligns with the reported incident details that the deployment troubleshooting was ultimately successful. The next eleven videos (title "movie-0016" through "movie-0026") were taken during use of the second reported cds. Videos "movie-0016" through "movie-0018" were taken during initial insertion, positioning, and grasping. Videos "movie-0019" through "movie-0022" were taken during deployment and deployment troubleshooting. Similar to the first cds, the distance between the dc radiopaque (ro) tip ring and steerable sleeve soft tip of the second cds is minimal (see provided labeled image) and noticeably less than the 1 cm retraction distance as instructed in the instructions for use. This aligns with the reported incident details that "during the release of the [second] clip the same problem occurred". Video "movie-0023" shows the second clip fully deployed and the dc shaft is retracted into the sgc such that the tip of the l-lock shaft is just proximal to the soft tip. This aligns with the reported incident details that the deployment troubleshooting with the second device was ultimately successful. Videos "movie-0024" through "movie-0026" were taken post deployment of the second clip and removal of the system. Based on the cine provided there is no evidence of a device issue and the clips appear to be stable on the valve."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in the event is filed under a separate medwatch report number.

Event description:
This is filed to report deployment difficulty. It was reported that on (B)(6) 2022, a patient presented with grade 4+ degenerative mitral regurgitation (mr), anterior flail, a short posterior leaflet and a small fossa ovalis. During the procedure there was difficulty achieving a minimum height of 4 cm above the valve, as the fossa ovalis was small. The transseptal puncture was approximately 3 cm and created issues while positioning the mitraclips. The first mitraclip ntw (20201r186) was implanted in the central position. During deployment it was difficult to disconnect the clip from the clip delivery system (cds). As the delivery catheter (dc) handle was retracted, there was not enough space to retract the device 1 cm from the dc tip. The gripper line was manually removed, and the angulation between the clip and catheter was reduced to a maximum. After several medial and lateral adjustments to the stabilizer, and anterior and posterior adjustments to the steerable guide catheter (sgc), it was possible to disconnect the clip without any valvular damage. A second mitraclip ntw (20404r204) was successfully deployed laterally to the first clip; however, during the release of the clip the same problem occurred. The same troubleshooting maneuvers were preformed as the first ntw, to successfully deploy the clip without valvular damage. The mr was reduced to grade <1+. In the physician's opinion, the difficulty disconnecting the clip from the cds was due to the suboptimal transseptal puncture. There was no adverse patient effect or clinically significant delay. No additional information was provided.